Event description:
During interventional procedure a rotablator was attempted. The burr became disconnected from the advancer during the procedure causing the burr to stall. Physician removed the burr and procedure continued with attempt to dilate the diagonal artery. The artery became occluded after burr removed and all attempts to re-open were unsuccessful. Pt had some chest pain, burr remained stable.